Event description:
The customer reported a fluid leak at the triple transducer module (ttm) area of the beckman coulter lh780 instrument. There was no report of any patient samples or results being affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found a leak at the flowcell. The fse noticed that the tubing between the flow. Ll and the diff mixing chamber popped off of the flowcell. The fse reattached the tubing and verified the repairs per the established procedures. Root cause of the leak is that tubing at the flowcell had popped off. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).